Manufacturer narrative:
One medfusion pump was received with a broken barrel clamp head and a crack on the right plunger case. The event history log was reviewed and there was a motor rate error. An occlusion test was unable to be conducted to verify the motor rate error problem due to the broken barrel clamp head. The worm coupling, worm gear, leadscrew and clutch halves were replaced as a preventative measure of the motor rate error.

Event description:
Information was received indicating that a smiths medical medfusion pump had a motor rate error. There was no reported adverse event.

Manufacturer narrative:
Additional information was received by smiths medical on 22 march 2021, that the event occurred during preventative maintenance. No patient involvement reported.